Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve in the mitral position was placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. The most likely cause is patient factors, including the patient's native valve calcification with stenosis, pannus, and thickened leaflets.

Event description:
It was reported that a patient with an edwards annuloplasty ring in the mitral position underwent a valve-in-ring procedure after an unknown implant duration due to calcification. The vir procedure was performed successfully and concluded with good outcome. There was no allegation by the physician that the annuloplasty ring had structurally deteriorated or failed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.